Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were unstable, resulting in low vte. Additionally, the device displayed a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it measuring lower peep (positive end expiratory pressure) than set, having low exhaled tidal volume (vte) levels and displaying a patient circuit disconnect alarm were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, primary UDI number, of the initial medwatch report stated: (B)(4). Section d4, primary UDI number, of the initial medwatch report should have stated: (B)(4). Section d4, unique device identifier (UDI) #, of the initial medwatch report stated: (B)(4). Section d4, unique device identifier (UDI) #, of the initial medwatch report should have stated: blank. Section d5, other operator of device, of the initial medwatch report stated: blank. Section d5, other operator of device, of the initial medwatch report should have stated: service technician.